Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a low glucose event while wearing the ilet with dexcom g7, during which the user intentionally entered multiple meal announcements while already low. The device alerted for low glucose, and staff at the living facility called ems. The user was transported to the hospital, treated, and discharged the same day, with device use continuing. Symptoms included dizziness. Outcomes included medical evaluation in the emergency setting with recovery and resumption of ilet use. Investigation included a review of available device logs and user reports. Investigation of this case revealed user-initiated multiple meal announcements during hypoglycemia and no device malfunction observed. It was concluded that the event was related to hypoglycemia with user behavior contributing, and no device malfunction was identified.